Manufacturer narrative:
(B)(4).

Event description:
It was reported "blood in he driveline, iab rupture". Additional information states that the iab catheter was removed and replaced. The patient's current condition is reported as "fine".